Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter displayed inaccurate high results compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter inaccuracy began on (B)(6) 2018 at 3:37 pm, when she obtained alleged high blood glucose reading of ¿265 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with a combination of oral medications metformin (dose unspecified) and victoza (dose unspecified) and she denied making any changes to his usual diabetes medication. The patient notified the csr that, 20-30 minutes after the alleged issue began, she developed symptoms of feeling ¿hot, sweaty, shaking and she thought she was going to pass out¿. The patient confirmed that she self-treat herself, consuming some ¿protein to build up her sugar level¿. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The csr confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and the strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.